Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety needle. The customer states while giving a child an injection, the needle broke off in the right gluteus. The customer reports the child will need to have the needle surgically removed. The child is doing fine now with no intervention planned until surgery. The surgery date is not yet determined.